Manufacturer narrative:
Follow-up # 1 date of submission 04/16/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 04/01/2014 with the following findings:a review of the pump history showed that pump reboots were recorded. The battery cap was not able to be tightened securely to the pump and was not able to maintain an electrical connection. Visual inspection revealed that there was a crack along the battery compartment threads. The battery cap threads were also found to be stripped/damaged. A test battery cap was used to perform a 24 hour duration test and no pump reboots or power losses occurred. Unrelated to the complaint, evaluation revealed that the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged that the battery compartment was cracked. It was noted that the pump was losing power intermittently. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.